Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00092. It was reported that the patient experienced ineffective stimulation. Impedances were checked and all were within normal range. The leads were also reported to be in their correct location. Patient may undergo surgery to resolve this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information received that the patient underwent surgical intervention in which the leads were explanted and replaced. Effective therapy was restored post operation.